Manufacturer narrative:
Although requested, pt info was not provided.

Event description:
Reportedly, during pt use, a "backup battery low" alarm occurred when the ac cable was removed. The pt was manually ventilated before being transferred to another ventilator. There were no adverse pt effects reported.